Event description:
It was reported that this pacemaker exhibited a lead safety switch due to right atrial (ra) lead impedance measurements of greater than 2000 ohms. Subsequent noise, oversensing, and inappropriate atrial tachy response (atr) episodes were observed. It was noted the noise had the appearance of minute ventilation (mv)/respiratory sensor oversensing. The patient was brought to the clinic, and when switching the configuration back to bipolar, impedance measurements of greater than 3000 ohms were noted. Patient isometrics were performed in unipolar configuration, and the noise and oversensing were able to be reproduced, but impedance measurements were within normal limits. Additionally, ra oversensing of right ventricular (rv) lead signals was noted; therefore, the device was reprogrammed to mitigate the oversensing of the rv signals. Then a message was observed of the ra automatic threshold detected as greater then programmed amplitude/suspended. Troubleshooting and programming options, as well as continued monitoring were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event. The complaint implantable pulse generator (pacemaker) was eventually explanted and returned for analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies, and no holes were noticed in the seal plugs. The device passed mechanical and electrical testing and passed al pin gauge tests. The device operated appropriately, according to its performance specifications. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This pacemaker exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited a lead safety switch due to right atrial (ra) lead impedance measurements of greater than 2000 ohms. Subsequent noise, oversensing, and inappropriate atrial tachy response (atr) episodes were observed. It was noted the noise had the appearance of minute ventilation (mv)/respiratory sensor oversensing. The patient was brought to the clinic, and when switching the configuration back to bipolar, impedance measurements of greater than 3000 ohms were noted. Patient isometrics were performed in unipolar configuration, and the noise and oversensing were able to be reproduced, but impedance measurements were within normal limits. Additionally, ra oversensing of right ventricular (rv) lead signals was noted; therefore, the device was reprogrammed to mitigate the oversensing of the rv signals. Then a message was observed of the ra automatic threshold detected as greater then programmed amplitude/suspended. Troubleshooting and programming options, as well as continued monitoring were discussed. Eventually, this patient's ra and rv leads were explanted due to a conductor fracture, and this pacemaker was explanted due to physician's discretion. This pacemaker was returned for analysis and no adverse patient effects were reported.